Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was noted that the serial numbers of the leads were not provided since the procedure was not completed. The patient's baseline weight was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the patient's pre-operative note reported normal heart/kidney/pulmonary without a history of sleep apnea.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional as part of a clinical study regarding a patient who was to be implanted with a neurostimulator. The implant procedure was abandoned as the patient's excessive scar tissue prevented positioning the leads. The diagnostic method was surgical observation. The patient became apneic during the procedure. The wound was covered and the patient was turned for airway management. Once the patient reawakened, the wound was closed. The issue resolved without sequelae on (B)(6) 2017. The clinical diagnosis was an abandoned implant procedure. The etiology was not related to the device, but related to the implant procedure, specifically to surgery/anesthesia. No further complications were anticipated.